Event description:
This senior medical surveillance specialist reviewed the 2009, customer care advocate's (cca's) documentation and spoke with the patient/layperson on 06/24/2009, regarding an alleged power issues. The patient clarified the information and reported additional. Approximately two days prior, the patient tested; however, after he applied blood and the meter counted down, it turned off rather than providing a result. The patient continued taking his 25 units lantus and oral diabetes medication in the morning, although unable to obtain results thereafter. Prior to the alleged issue, the patient's blood glucose results has ranged from 140 to 177 mg/dl. Still unable to obtain results after 06/17, the patient reportedly became very thirsty, tired, and started sweating. Due to the symptoms, he was taken to his physician on original date, where his blood glucose on the office meter was 297 mg/dl. The physician injected an unrecalled amount and type of insulin and discontinued the patient's daily oral medication. The cca replaced meter and test strips. Due to the patient's symptoms that meet criteria for serous injury and treatment from his physician, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.